Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No button error alarm.no moisture damage found inside the pump. The insulin pump was received with minor scratched display window. The insulin pump was received cracked case at display window corner. The insulin pump was received with cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported the buttons were unresponsive on the insulin pump. The customer's blood glucose was 168 mg/dl. The customer reported exposing the insulin pump to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.